Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not turning on after exposed to moisture. The customer¿s blood glucose 7.9 mmol/l. Troubleshooting was done for insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected battery power loss due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with case cracked behind the pump near the battery compartment.